Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient¿s symptom was mental aggravation due to his scs system not functioning normally. The patient plans on contacting rep if the programming is not effective.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). High impedances 10 and 11. Out of regulation (oor)" or "settings not available". Patient was unable to increase the stimulation on group b program 1 and group c program 1. Rep performed impedance check on 4/1/25 and verified that contacts 10 and 11 had impedances over 40,000. Group b program 1 and group c program 1 was programmed with a cathode on contact 11. The other existing programs were not using the 10 and 11 contacts. Rep was able to reprogram the stimulator and avoid contacts 10 and 11. The cause was unknown.